Event description:
The pt was undergoing a surgical procedure. Electrocautery was utilized during the procedure. The bovie pad had been placed at the start of the procedure. At the conclusion of the procedure, upon removing the pad, it was identified that the pt had sustained an 8cm x 2cm burn in an area under the pad.